Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015; (B)(4) submitted for adverse event which occurred on (B)(6) 2017; (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent extensive lysis of dense adhesions between the small intestine and the abdominal wall mesh on (B)(6) 2013. It was reported that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent extensive lysis of dense adhesions between the small intestine and the abdominal wall mesh on (B)(6) 2013. It was reported that the patient underwent exploratory laparotomy, extensive lysis of adhesions, small bowel resection, appendectomy and ventral hernia repairs on (B)(6) 2013. It was reported that the patient underwent excision surgery on (B)(6) 2015 during which the surgeon noted densely contracted area of scar tissue, mesh and fascia. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2017. It was reported that the patient underwent abdominal wound exploration and debridement of skin and subcutaneous tissue on (B)(6) 2018. It was reported that the patient experienced severe pain, acute inflammation, dense adhesions, bulging, scarring, disfigurement, loss of appetite, stress and anxiety. The patient had a previous mesh implanted on (B)(6) 2012 which is captured in separate files. No additional information is provided.